Event description:
The customer stated that after he activated and placed his pod, he received a high (>500mg/dl) blood glucose reading. When he removed the pod, he noticed that the cannula was not properly inserted in the infusion site, and that there was a puddle of insulin between the pod and his skin. The pod was worn between 1 and 1.5 days.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula did not properly insert at the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.